Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery and the load sequence. The customer experienced blood glucose (bg) levels ranging between 156-300mg/dl and moderate traces of ketones. The customer delivered a correction bolus to address the bg level. The customer reported that the pump would continue to be used for insulin therapy and manual injections were available if needed.